Event description:
Subsequent to the 30-day initial medwatch report, additional information was provided, which indicated that the device was a 2.57 x 48 xience pro. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: manufacturing site. Evaluation summary: the device was returned for analysis. The inflation issue was not confirmed as the balloon held pressure without a leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a stenting procedure, the balloon of the xience pro stent system would not inflate, so a second balloon was used to fully deploy the stent. There was no additional information provided.